Event description:
On (B)(6) 2010, the customer site used the CT/mr fletcher tandem and ovoid set (B)(4) to treat a pt. The procedure went well, and the pt went home. Next day, upon pt examination, the doctor discovered that the cervical stopper piece (B)(4) was left behind inside the pt. On (B)(6) 2010, the hospital administrator called nucletron's onco support line to tell us of the problem. This pt is well and did not suffer any discomfort or damage due to this event.